Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. The tip, balloon, markerbands and distal shaft were microscopically and tactile inspected. Inspection revealed a burst in the balloon material that was 7mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-aug-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.25mmx15mm nc emerge® balloon catheter was advanced but failed to cross the lesion due to the calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the balloon was torn longitudinally.